Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review showed the device operated as intended, delivering insulin in response to cgm input and generating appropriate high glucose alarms. No motor errors or malfunctions were found. A caregiver confirmed that the user's ilet had been alarming for high bg, but the user did not take action. The infusion set placement site was later described as "possibly in a bad location," though no further detail was provided. The user has a reported learning disability, which may have impacted their ability to troubleshoot the situation.

Event description:
On 16-jun-2025, a clinical specialist reported that the user was admitted for diabetic ketoacidosis (dka) from (B)(6) 2025 with glucose (bg) levels of 401mg/dl and treated with intravenous insulin and supportive care. According to the user, the ilet pump had issued high bg alerts, but no corrective action was taken. The user stated they were not aware of how to troubleshoot hyperglycemia or infusion set issues, despite prior training and documentation of education on these topics.